Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse found error 1162 upon powering up the system and replaced universal surgical manipulator (usm4). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm4 was returned for failure analysis, and the reported error was confirmed and replicated. System logs found error 1162 indicating axes controller (ac) magnetic cannula sensor fault reported by the axes controller spar (acs) board in usm4, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was then installed onto a patient side cart fixture test platform (pftp) where check cannula was failing with error 1162, replicating the reported event. Once testing was completed, the acsc printed circuit assembly (pca) and flat flex cable (ffc) were verified to be the source of the fault. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the acsc pca and ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer encountered an error 1162 on the universal surgical manipulator (usm4). The customer was required to disable the usm4. The technical support engineer advised the customer to hard power cycle the patient side cart, but the issue remained. The customer stated that they would use the system with the remaining three arms. The procedure was completed with no reported injury.